Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The reported catheter was implanted to a patient with ns9008 via l-p shunt on (B)(6) 2017 (setting is unknown). After the surgery, the patient had an ascites in the flank, so the surgeon suspected that there might be a hole on the abdominal catheter. Then, the revision surgery was performed on (B)(6) 2017. The abdominal catheter was replaced with new one (82-3045), and the already implanted valve and lumbar catheter were remained in the patient¿s body and connected with the revised catheter. After the surgery, the surgeon checked the catheter, however, no hole was confirmed by the surgeon. The patient is male and his initial is (B)(6). The patient is now getting better and was already discharged. No further information was provided by hospital.

Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected, no defects noted. The catheter was irrigated, no occlusion noted. The valve was leak tested, no leaks noted. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.